Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated that there was a delay in the dispensing of medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 failed continually. A field service engineer replaced the drawer open/closed sensor to resolve, tested the functionality using the hardware test application, had the customer log in and test it as well. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated that there was a delay in the dispensing of medication to patients. There were no adverse events or injuries reported based on this incident.